Event description:
The reporter stated that the keepsafe fall monitor model 8350 had several issues, but did not elaborate. No pt injury reported. Inspection of the alarm by posey shows that it does not alarm when powered on.

Manufacturer narrative:
Eval result: (other) -inspection shows that in the sensor connection port, the pins are bent and the unit is intermittently alarming.